Event description:
A ventilator was returned to a third party service center for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.